Event description:
The following event was reported: the physician used 2 mynx vascular closure devices. The balloon ruptured on both devices. A second mynx vascular closure device was used when the first balloon ruptured. The patient was not hospitalized. Vessel type: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, two balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) and/or other procedural devices (such as damaged procedural sheath) may have contacted the balloon, potentially contributing to a tear in both balloons. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch form: 3004939290-2015-00221.